Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found the proximal coil damaged at 18.9 cm from the connector pin, in the suture sleeve tie down area. There was an insulation breach between the coils in the same area, and the proximal coil had cut through the distal insulation, shorting the distal coil.

Event description:
It was reported that the lead exhibited capture anomalies, sensing anomalies and less than 200 ohms impedance. The lead was replaced.